Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A consumer reported that three days following intraocular lens (iol) implant surgery, she experienced giant urticaria over all her body and edema of her lips and tongue. She has now had bilateral iol implant surgery. She had her fellow eye implant surgery approx three months after the initial procedure. She reports the event is continuing. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.